Event description:
Patient reported that their back to back test readings on their ss meter were 297, 220 and 190 mg/dl (45% difference). Tests were done using separate finger sticks. Control solution test reading was in range. No symptoms were reported. Pt stated they don't clean their meter as often as they should. Lfs representative reviewed cleaning and use of control solution. The meter was replaced. There was no allegation of harm.